Event description:
It was reported that a spectrum infusion pump was "not infusing accurately". The customer reported that this error was referring to "the secondary drug not infusing". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.